Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that during start of intervention, it was not possible to ventilate the patient. The anesthesia workstation was switched off and the patient was ventilated with another machine. There was no patient harm reported. (B)(4).